Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.